Event description:
Intraclude intra-aortic occlusion device would not flush cardioplegia. Manufacturer response for intra aortic occlusion device, edwards (per site reporter). Incident reported to vendor by hospital's quality team.